Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was dislodged due to pacemaker had migrated. The physician suspected this was due to twiddler's syndrome. The patient had presented symptomatic while pacing, and experienced shortness of breath (sob). A revision was done to reposition both leads. This ra lead remains in service. No additional adverse patient effects were reported.